Event description:
After treatment in the glabellar area with juvederm (unk volume), the pt experienced bleeding, swelling, and pain. The pt took aspirin for the pain and used topical aloe vera and arnica. Follow up with the rn injector notes that the injector recommended that the pt take oral tylenol instead of aspirin for the pain and continue to treat the area with topical aloe vera and arnica. The pt sought the care of another health care professional and follow up with the non treating physician notes that the physician diagnosed hematoma and infection of the treatment site due to poor injection technique. The physician believed the hematoma was due to the injector hitting a blood vessel. The physician had a culture done of the infected area and prescribed oral omnicef. The physician states that follow up with the pt will continue. Allergan will continue to follow up with the physician who was not the initial injector but who is now caring for the pt. The injector did not have the lot number available and allergan will continue follow up with the injector to obtain the lot number of the syringe used for treatment.